Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, fio2 could not measure value and alarm massage. The device's fi02 sensor was replaced to address the issue.